Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient got the power on reset (por) message the morning of the report. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that there was no change in their activity which contributed to the power on reset (por) message and the issue has not yet been resolved as the patient has not been able to meet with their hcp at the time of this report. There were no further complication reported or anticipated.